Manufacturer narrative:
A field service engineer (fse) was arrived at the site to address the reported event. Inspection of the device revealed leakage at the filter cartridge and column, along with overpressure from the old column and in-line filter. Fse cleaned the leak residue & in-line filter housing, and replaced the in-line filter and column. Next, the filter counter was reset. Fse rechecked all fittings for leaks and overtightening issues. The peek tubing was also replaced from the pumps to the in-line filter inlet. Patient samples ran to equilibrate the new column. Afterwards, the device pressure was noted to be steady. The customer was, subsequently, successfully able to perform calibration for the next run of patients. No further action was required by field service the probable cause of the reported event was due to worn ferrules not sealing with peek tubing. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016,a customer reported peak pattern issues on controls and patients with their g8 analyzer would not reboot due to host communication issues. A field service engineer (fse) was dispatched on (B)(6) 2016, to address the reported event,which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.